Event description:
Additional information was received. The customer reported the tego was connected directly to the circuit when it became disconnected from the dialysis catheter with the circuit still attached. The event happened on the female luer side of the actual catheter site during continuous renal replacement therapy (crrt). The patient had an estimated blood loss of 2-3 units, was transfused with 2 units of uncrossmatched packed red blood cells, and required phenylephrine. The patient stabilized thereafter.

Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. No DHR lot review was conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided.

Event description:
The event occurred on an unknown date. The customer reported that recently they have had tegos disconnect from the dialysis catheter, which resulted in contaminated lines and unspecified blood loss. There was patient involvement, but no harm reported.